Manufacturer narrative:
H6: investigation results - the revision reported was likely the result of prosthesis wear. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear could not be determined as the device was not returned for evaluation, and images, radiographs, and product information were not provided.

Manufacturer narrative:
Prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer,metal,polymer. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via a legal notification, that a patient, initial left knee implanted on (B)(6) 2015, who had underwent a revision procedure on (B)(6) 2016, due to a ¿prosthetic joint infection¿, underwent a second painful and risky left knee revision surgery on (B)(6) 2017, approximately 11 months post the revision procedure, to remove the defective optetrak device, including the optetrak logic polyethylene ps tibial insert, due to continued issues. Upon information and belief, plaintiff¿s revision surgery and additional injuries were due to early and preventable wear of the defective polyethylene insert component within the optetrak device. No device return anticipated due to this being a legal case. No further information.